Manufacturer narrative:
H2: additional information on d4.

Manufacturer narrative:
Internal complaint reference (B)(4). H6: medical device problem codes updated.

Event description:
It was reported that during rotator cuff repair, the needle of the fist pass could not capture the suture and the broken piece of the capture window was found on the cuff after a suture was passing through the rotator cuff several times. All broken parts were removed from the patient's body. The procedure was completed with a smith and nephew back up device. There was a delay of three (3) minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: additional information: h6. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture is deformed and has a small piece fractured from it at the distal edge. The fractured piece was not returned. Bio debris and cleaning debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close and lock the jaw. Pulling the lever and trigger simultaneously will deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force to the device and tissue thickness. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.